Manufacturer narrative:
H6: updated investigation findings and conclusion code.

Event description:
This information was received through literature article: unicuspid aortic valve repair with bicuspidization in the paediatric population. Matsushima s, hess a, lammerzahl jr, karliova I, abdul-khaliq h, schafers h-j. Eur j cardiothorac surg 2020; doi:10.1093/ejcts/ezaa285. The articles objective was to review the following: aortic stenosis or regurgitation that requires operations in children often results from unicuspid valve morphology. In all paediatric patients with this anomaly, we have performed unicuspid valve repair by bicuspidization, creating a new commissure via adding patch material. This study reviewed our experience with this procedure. The article reports that patients with a unicuspid aortic valve who underwent bicuspidization at <_18 years of age between 2003 and 2018 were evaluated. Autologous pericardium had initially been used for cusp augmentation. Since 2014, decellularized xenogeneic tissue or expanded polytetrafluoroethylene membrane has been applied. There were 60 consecutive patients with gore¿ preclude¿ pericardial membrane (expanded polytetrafluoroethylene eptfe) used in 4 patients. It was reported that one out of 4 patients (50%) with eptfe membrane required aortic valve reoperation due to an unknown cause (n = 1). Date of implant (B)(6) 2016 and date of reoperation (B)(6) 2016.